Event description:
The customer reported that this guardsman taper tip 7x25mm femoral interference screw was used during an acl reconstruction on a (B)(6), male patient on (B)(6) 2012. An infection (pod 5) was discovered during the post-operative visit on (B)(6) 2012. The cultures were performed and confirmed as mrsa. It was further reported that the patient was immediately taken to surgery and the graft and screw were also removed on (B)(6) 2012. The patient was started on IV antibiotics (presumably vancomycin, as vancomycin levels were drawn on pods 7-10). The patient was discharged with a PICC line to continue on antibiotics for "a month". Based on follow-up information received on (B)(4) 2012, the patient continues to make slow progress, and per surgeon has "good attitude".

Manufacturer narrative:
This device is not expected for evaluation as it was discarded by the user facility. A review of the device history record shows this device was manufactured on october 3, 2011 in a lot of 25 units with no noted discrepancies that could cause or contribute to the reported event. Further review of the complaint files shows no other similar complaints of "infection" received for this item and lot number combination. No additional units of this lot # was available for evaluation and none remained in stock. A 2-year review of the overall complaint history for this device showed no other reports of infection received. The IFU listed infections, both deep and superficial under adverse events. The risk of post-operative infection after a surgical procedure always exists. Aorn/good clinical practice would include examination and verification of the sterile packages for integrity and expiration dates before use. If packaging has been opened/damaged or altered and if any part of the sterile container was found to have a breach in sterility, do not use the product and contact the manufacturer immediately for replacement. Device was discarded at user facility.